Manufacturer narrative:
Per the user guide: the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and ketone level was high. Customer went to the emergency room (ER) and intravenous insulin was administered. Healthcare provider identified ketones as being dangerous. After one day, customer left the ER in stable condition. Bg was 170 mg/dl. Reportedly, a pump system check was performed while the customer was in the ER and the pump was functioning as intended. Contact reported that admelog insulin was used in the cartridge and was cause of elevated bg. Reportedly, after discussing the type of insulin with the insurance company, customer changed the type of insulin used. Contact confirmed there was no issue with the pump.